Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked medication past the plunger during the injection. The following information was provided by the initial reporter, translated from german: "when injecting the medication into the vein, the liquid flows out openly at the plunger. The station has once picked up the outer packaging of 2 test syringes, as we suspect that it is due to the batch. We had this problem a few months ago."

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2306140. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not returned, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples did not display any signs of leakage. Although we were unable to reproduce the reported issue, it is possible that this incident resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.